Event description:
The psc041 reperfusion catheter kinked on the proximal end. Then a pss041 separator was pushed into the reperfusion catheter and kinked upon insertion. The physician pulled back on both the psc041 and the pss041 and used new devices (psc041 and pss041) and succeeded in the recanalization of the m1 and m2 branches.

Manufacturer narrative:
Technical evaluation: the catheter showed a sharp angle axis bend in the proximal shaft just as the spiral cut strain relief ends. This incident was confirmed as reported. Judging from the position of the kink in the separator, the bend in the catheter was in existence when the physician attempted to pass the separator through the catheter and was the cause for the damage to the separator. A report is unnecessary for the separator wire because the kinked catheter caused the separator kink. Note: as stated in IFU for the pss041 separator under heading "precautions": "do not use kinked or damaged devices". A DHR of this manufacturing lot has been reviewed. (B)(4), kinks are reportable incidents. Complaint/incident findings (incident #(B)(4)): a review of the device history record (DHR) was completed on part # 0829 (lot # l15429). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.